Manufacturer narrative:
Per the manufacturer's subsidiary, some testing was done at the time of installation and it was found that in one large roller pump there was something rolling inside, for one large roller pump and two small roller pumps there was something obstructing inside the pump which can be felt when rotating the roller by hand, and for one large roller pump the occlusion adjustment knob was oscillating with vibration when running the pump at full speed. It is unknown which serial number of the pumps align with which issue. This complaint is related to (B)(4)/ medwatch #1828100-2019-00636.

Event description:
Upon receipt of the device, the user reported that the occlusion adjustment knob was oscillating and there was a metallic sound with vibration while the pump was running. There was no patient involvement.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the threaded portion of the roller pump gut assembly shaft broke off at the nut and washer. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.